Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, d6(b), h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on anterior side assessed as fold flaw opening. Additional observations: ¿ crease fold is observed. ¿ wear abrasion is observed. ¿ yellow particles in shell are observed.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.